Manufacturer narrative:
DHR review was completed part no.: 352.085 lot no.: 23944 manufacturing location: (B)(4) supplier: (B)(4) release to warehouse date: 15.apr.2010 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned reamer head (part 352.085, lot 23944, mfg 15.apr.2010) was inspected at customer quality and the complaint of broken was confirmed. Whether this complaint could be replicated is not applicable because the device was returned broken. Upon visual inspection, it was noted that the reamer head was broken. The break is roughly transverse between 15.87 mm and 19.50 mm from the proximal end. Based on the drawing the break was noted to be at the transition between the inner diameter of 5.8 and 5.0 mm. Drawings (current and mfg) were reviewed and no design issues were identified. Dimensional analysis was not performed as relevant features are significantly deformed due to post manufacturing damage. DHR review showed no ncr¿s were generated during production. Material and relevant testing occurred at the time of manufacture and confirmed to have no issues through the DHR review. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being bent or damaged during sterile processing). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Risk documentation was reviewed and the complaint is adequately addressed by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient weight not available for reporting. Device is an instrument and is not considered implanted/explanted. Device fragments remained behind in the patient. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the front cutting reamer head broke into pieces when reaming canal for a tibia nail on (B)(6) 2017. Canal was tight for the initial reamer head. Some fragments were unable to be removed. Only one of the two reamer head pieces were retrieved out of the tibial canal. Reamer head was still attached the reamer shaft when finished reaming and required excessive force to detach it from shaft. The surgery was successfully completed with a 30 minute delay. (B)(4).